Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon cores shedding [device breakage]. Case narrative: consumer reported via email that the tampon cores are shedding. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on april 26, 2023. An investigation is in progress for returned product received on april 24, 2023.

Event description:
Tampon cores shedding [device breakage]. Case narrative: consumer reported via email that the tampon cores are shedding. No injury was reported.

Event description:
Tampon cores shedding [device breakage]. Case narrative: consumer reported via email that the tampon cores are shedding. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.